Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin pump had unexpected restart and had problem with buttons. The customer¿s blood glucose level was 148 mg/dl at the time of the incident. Customer stated that they were unreachable to clear alarm and insulin pump was exposed to moisture. The insulin pump will not be returned for analysis.